Event description:
It was reported that the patient faced infusion set tape not sticking event on 22 mar 2026. The insertion site was lower back. The infusion set was in use for two days. The blood glucose level was 250 mg/dl and the patient was treated with pump correction. The patient also reported bleeding at site.

Manufacturer narrative:
Name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.